Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pumps screen not as clear as new one, activate and escape buttons were not clicking anymore and motor was little bit louder. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test, low battery, motor error alarms due to unresponsive button. Device had minor scratched lcd window. Motor passed motor test. (B)(4).